Manufacturer narrative:
The device has been returned to animas. Evaluation "comaletot" yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/17/2017 with the following findings: on examination, the display lens was scratched. Investigation confirmed the damaged display complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked. There was moisture inside the battery compartment. Leak testing revealed no moisture leakage at the site of the battery compartment crack. There was no moisture found in the pump¿s interior compartment. Also unrelated to the original complaint, the display was noted to be dim/faded/discolored.